Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using two gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 56mm from 49.4mm measured during the previous follow-up visit on (B)(6) 2012. It was unknown if any endoleaks were present. The physician elected to monitor the patient. According to the (B)(4), no further information is available.